Manufacturer narrative:
Visual inspection was conducted and there were no signs of physical damage, and the array was in good condition. Functional test was conducted and the device passed the testing. Hence, the failure mode reported by the customer cannot be replicated. This observation will be monitored and trended.

Event description:
It was reported that on (B)(6), a novasure procedure was performed and after 30 seconds of ablation the device displayed the error message ¿impeller position¿ in the bottom right corner of the novasure device. All instructions given by the device were followed without result. The message remained. The device was then removed from the patient and saw some sort of damage to the array like a crack or hole to the array. Device could not be re-deployed. A new device was taken and the procedure was completed." No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text: other.